Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the touchscreen became shattered and unresponsive. Customer stated the touchscreen became shattered when the customer fell on the pump. The customer¿s blood glucose (bg) was over 300 mg/dl with moderate ketones. The customer administered a manual injection. Reportedly, the customer would continue use of a backup pump for insulin therapy.